Event description:
Ventilator became inoperative and nonfunctional while on pt in ICU 2. Audible alarm was sounding but manual control buttons were not functional and all were lit up. Pt immediately removed from the device, and mbr 100%. Ventilator was shut down and started back for reset. Ventilator still inoperative. Ventilator taken out of service and all equipment and circuit left unchanged.